Event description:
Q: 1. Was there any damage sustained to the device during use? If so, approximately where? 2. Was the device used for multiple punctures? 3. Was syringe used to inject fluid through the device? 4. Where does the leakage occurred particularly? A: the sample has been discarded by the department and cannot be obtained. 1. The indwelling needle was not damaged during use. 2. The indwelling needle has been punctured in the patient's body and successfully punctured. 3. It has not been maintained with a pre-filled catheter flusher. 4. The leakage occurred at the connection of the prn cap. After the leakage was discovered, the prn cap was replaced, but the leakage continued.

Manufacturer narrative:
1. DHR/bhr review lot# 4016701. 1-the products of this batch were assembled at intima ii auto line 3 in feb 2024, and packaged at cfs package line in feb 2024. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. Among them, the prn torques meet the outgoing inspection requirement. 3-review the production records with no nonconformance, deviation or rework activities. 4-the prn batches used in this batch of products are 4022803 and 4022805, the pp connector batches used in this batch of products are 3360490 and 3360498, review the raw material inspection records, no abnormalities. 2. The customer returned 1 photo and no defective sample.the photo shows that leakage at the joint of the prn. 3. The retained sample of this batch is taken for 45psi leakage test and prn removal torque test, the leakage test is qualified, there is no leakage at the prn, and the prn removal torque is within the product specifications. Please see attachment for the test reports pr# (B)(6). 4. Root cause analyse: 1-possible causes of first leakage of the indwelling needle: 1.prn looseness; 2. Prn cross thread issue happened during assembly; 3.the pp connector causes damage during assembly. 2-the possible reasons for the leakage after the replacement of prn are as follows: 1. Malocclusion occurred during the assembly of the original prn, resulting in the damage of the screw of the pp connector; 2.drug residues at the luer of pp connector, which caused mismtach between pp connector and new prn; the luer of the new prn did not match the luer of the pp connector; malocclusion occurred during assembly of the new prn and so on. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process retained sample, and no similar complaints have been received from other hospitals regarding this batch of products.since the defective sample was not returned, further analysis was not possible, the root cause of leakage at the joint of the prn cannot be determined. The plant will continue to track and trend the issue.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 22gax1.00in prn slm npvc leaked at adapter tubing junction leaking indwelling needle, still leaking at the connector after replacement of heparin cap.